Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. The insulin pump was received with scratches on the lcd window, cracked case near the display window corner, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 800 mg/dl. Customer believed they did not receive proper insulin and that the device needed to be replaced. Customer declined to troubleshoot the insulin pump or their high blood glucose levels. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.